Manufacturer narrative:
Film analysis conclusion: the reported tip detachment could not be confirmed based on the pre-implant imaging provided; therefore, the cause of the event cannot be determined. The pre-operative CT images provided did not allow for assessment of the access vessels, as the imaging primarily depicted the thoracic aorta. Additionally, procedural angiography demonstrating insertion and advancement of the delivery system, stent graft deployment, removal of the delivery system, and the time point at which the detachment occurred was not available for review. Analysis of the provided imaging did not identify any obvious anatomical features within the thoracic aorta that could have contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of the stent graft vamf3030c100tu valcap frefl delivery system used in the treatment of an aortic ulcer, the taper tip and wire lumen attached to the taper tip disconnected from the delivery system and remained in the patient. The physician was able to retrieve the wire lumen and nose cone from the patient over the delivery wire. Sizing worksheet and 3d reconstruction data indicated a proximal thoracic aorta diameter of 26mm at implant, with mild angulation, tortuosity, and moderatecalcification. No patient complications have been reported as a result of this event. Per the physician no excessive force was needed to remove the delivery system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that the physician did not notice the tapered tip wasn't properly seated in the delivery catheter when retracted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the implanting physician didn't note any procedural issue that could have caused the event and it was confirmed that the tapered tip remained attached to the wire lumen tube. It was said that the tapered tip was not properly seated in the delivery catheter when retracted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.